Event description:
Infant ventilated with c-pap with pressure of 30mm. Ett dislodged and infant re-intubated. Upon re-attachment of c-pap bag to ett, bag would not initially inflate then immediately over-inflated resulting in delivery of forceful ventilation. Pressure gauge was readjusted and ventilation continued with pressure of 30mm. (Pneumothorax).